Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) , during implant of a 26 mm sapien 3 valve in the aortic position using transfemoral approach, there was some resistance during valve alignment at the descending aorta. There was some resistance encountered when pulling the flex catheter and rotating the fine adjustment wheel during valve alignment in the descending aorta. Once the pusher was pulled prior to valve positioning at the aortic valve, the sapien 3 valve moved to aortic side about 2.5 to 3 mm from the distal marker. Realignment was performed. The valve moved again to the aortic side while pulling the flex shaft. Although the valve moved on balloon, it was considered acceptable and valve deployment was attempted. During valve deployment, the sapien 3 valve expanded from the distal half and moved back to the aorta. Therefore, inflation was aborted. The patient developed vfib during rapid pacing, dc shock was given once, and blood pressure stabilized by medication. The valve was deployed in the descending aorta. A new sapien 3 valve was successfully implanted in the aortic position. On postoperative day one (1), the patient was suspected to developed cerebral infarction. MRI examination was planned.

Manufacturer narrative:
Please reference related manufacturer report 2015691-2021-02413. The devices were returned to edwards lifesciences for evaluation. During visual inspection, flex tip gouges were observed. Review of the 3mensio imagery revealed a tortuous descending aorta. During functional testing, full valve alignment was able to be performed. Gross alignment and full fine adjust were able to be performed with no resistance or issues. With the balloon shaft locked at the valve alignment position, the balloon shaft was able to be pulled to greater than 47n without any slipping observed. This meets the collet engagement force specification of greater than 47n. Due to the nature of the complaint, no dimensional testing was able to be performed. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed other similar complaints. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 through march 2021 for the commander (all models and sizes) revealed other similar complaints. However, no edwards defect was identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing nonconformances contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, valve alignment: unlock, pull the balloon catheter straight back at the y connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Note: manage guidewire position. Guidewire can move proximally during valve alignment. Note: the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Caution: maintain guidewire position in the left ventricle during valve alignment. Note: relock the device after unlocking every time. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Note: a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Note: fine adjustment wheel functions only when the balloon lock is locked. Note: do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Additional considerations: compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only). If using a balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Note: thv moves in only one relative to the balloon. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Perform valve alignment in the straight section of the aorta. Unlock the balloon lock. Pull straight back slowly at the y connector until part of warning marker is visible. Lock the balloon lock. Obtain a magnified perpendicular fluoroscopic view. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Pull back flex catheter: pull back flex catheter so it is off the balloon during deployment. Unlock the balloon lock. Slowly move back flex catheter(handle) while maintaining position of balloon catheter. Position flex tip in the middle of the triple marker. Lock the balloon lock. Placing flex tip on the middle of the triple marker will enable fine adjustment in either direction during thv positioning. Positioning flex tip on the triple marker prior to thv deployment will help maintain stability while ensuring unobstructed inflation during deployment. Partially unflexing may help when pulling back the flex catheter. Relock the device after unlocking every time. Valve positioning: position thv with bottom of center marker at base of cusps or slightly above. Use the center marker to help aid in initial thv positioning, but not as a reference during thv deployment. Center marker is on delivery system and moves independently from valve during deployment. Center marker has been added to help aid in the initial positioning of the thv. If center marker does not represent center of valve, adjust accordingly. A coplanar view is critical for correctly positioning and deploying the thv. Review positioning and thv heights with the echocardiographer prior to the case. For optimal results such as reduced conduction disturbances follow the initial valve position recommendation. For optimal results, place the entire center marker within the initial center marker zone. Anatomy (stj, calcification, coronaries, etc.), % oversizing, thv size and foreshortening / inflation volume should also be considered when considering the ideal positioning for the thv. Release stored tension prior to thv deployment. Thv may lock into the calcium when positioning creating stored tension in the delivery system. Release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position. Aortic thv embolization: maintain guidewire position through embolized thv so it does not flip. Assess patient hemodynamic stability. Pull embolized thv across arch as far as possible and deploy. Secure embolized thv in aorta. Consider stabilizing thv with additional stent. Consider a second thv if ar is severe and patient unstable. No IFU/training deficiencies were identified. There may be cases in which the valve is not able to be deployed at the intended location. This may require deploying the valve at a nontarget location. Although, generally well tolerated, the long term effects are not completely understood. In this case, procedural factors (valve not aligned on balloon during inflation) was a likely cause for the valve being implanted in the descending aorta. The complaints for valve alignment difficulty or inability gross alignment and valve alignment difficulty or inability fine adjust were confirmed due to the condition of the returned device. However, the complaint for thv moves on balloon was unable to be confirmed due to unavailability of applicable imagery. However, no manufacturing nonconformance was identified during the evaluation. A review of DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A risk assessment captures the prior investigation of this failure mode where high tension conditions can potentially result in proximal valve movement during flex tip retraction. It is possible valve alignment was performed in a nonstraight section of the aorta, as evidenced by the patients tortuous descending aorta. This can cause the thv to become unseated/noncoaxial from the flex tip during alignment, as evidenced by the flex tip gouges, which can contribute to fine adjust and gross alignment difficulties and create built up tension in the system. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. Per the report, once the pusher was pulled prior to valve positioning at the aortic valve, a 26mm sapien 3 valve moved to the aortic side about 2.5 to 3 mm from the distal marker. It is likely that the tension was built during valve alignment and was released during flex tip retraction causing the valve to be mispositioned prior to deployment. The valve was not aligned on the inflation balloon prior to deployment, which likely caused the balloon to inflate distally, resulting in asymmetric deployment where the valve moves toward the aorta during inflation. Available information suggests patient factors (tortuosity) and procedural factors (valve alignment performed in nonstraight section) contributed to valve alignment difficulties (fine adjust and gross alignment) and procedural factors (built up tension) contributed to valve movement on the balloon during flex tip retraction. The complaint for valve alignment difficulty or inability gross alignment was confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests patient factors (tortuosity) and procedural factors (valve alignment performed in nonstraight section) may have contributed to the complaint event. The complaint for valve alignment difficulty or inability fine adjust was confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests patient (tortuosity) and procedural factors (valve alignment performed in nonstraight section) may have contributed to the complaint event. The complaint for failure thv moves on balloon was unable to be confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests procedural factors (built up tension) may have contributed to the complaint event. A risk assessment (pra) and CAPA were previously initiated. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.